Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
There was an rv lead revision done due to the patient having twiddler's syndrome. The ra and rv leads were both dislodged. The rv lead was successfully repositioned and the ra lead was replaced. Should additional information be received, this file will be updated.